Manufacturer narrative:
Correction: h6 - type of investigation should be "4114 - device not returned" instead of "4118 - type of investigation not yet determined", investigation findings should be "3221 - no findings available" instead of "3233 - results pending completion of investigation", and investigation conclusions should be "4315 - cause not established" instead of "11 - conclusion not yet available."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the pacemaker failed to exhibit radio frequency telemetry. No intervention was performed and the patient experienced no consequences.